Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there were issues with the battery life of the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.